Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly checked the ventilator and replaced the nozzle unit in the air gas module. The ventilator then passed pre-use check and was put back into service with no issues. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the reported failure has not been determined, but the nozzle unit was most likely contributing to the event. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that there were problems regarding the air gas module of the ventilator. There was no patient harm. Manufacturer ref.#: (B)(4).